Event description:
It was reported that during da vinci-assisted myomectomy procedure, the tenaculum forceps instrument was found to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps was damaged at the distal end. The doctor performed an x-ray to confirm that no fragment fell inside the patient. The x-ray was negative and no fragment was noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instruments and performed failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. One of the broken cable segments that contains the crimp was not installed in the clevis and missing. The cable was fully broken. There were no evidence of discoloration, corrosion, or contamination on the cables. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage. Some filaments of the cable were frayed and some strands stuck out at the wrist. The instrument was found to have a dislodged flush tube guide. The instrument¿s housing was removed, and the flush tube guide was found to be dislodged. This causes rattling in the housing.